Event description:
Canadian home patient reported patient connector of patient line of home choice set separated from transfer set while he was laying in bed during automated peritoneal dialysis treatment. Home patient reports that he swabbed the line and reconnected, before receiving a "low drain volume " alarm in drain 3/5. Home patient called baxter technical service center and technician requested home patient discontinue treatment with current set up and contact his healthcare professional. Canadian affiliate has not reported any patient injury or medical intervention associated with this incident at this time.